Manufacturer narrative:
Other relevant device(s) are: product ID: enveor-n, serial/lot #: (B)(4), ubd: 26-feb-2019, UDI#: (B)(4) ; product ID: evolutr-34, serial/lot #: (B)(4), ubd: 05-dec-2018, UDI#: (B)(4); product ID: evolutr-34, serial/lot #: (B)(4), ubd: 29-nov-2018, UDI#: (B)(4). The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a routine preimplant balloon aortic valvuloplasty (bav) with a non-medtronic 25-millimeter (mm) balloon was performed. During deployment, the valve dislodged aortically due to a high position and resulted in a severe paravalvular leak (pvl). Subsequently, a second transcatheter bioprosthetic valve was required and was placed too high with a second delivery catheter system (dcs). The valve was not recaptured and replaced but was inadvertently released. The physician accidentally turned the deployment knob in the wrong direction and released the valve. The high placement of the second valve resulted in severe pvl. A third transcatheter bioprosthetic valve was required and was placed lower than the first two valves in a good position. The blood pressure then dropped, and an annulus rupture was identified. All three valves were removed and replaced with a surgical valve. It was reported that the rupture was probably caused by the preimplant bav. It was noted that severe calcification was encountered during the procedure. No additional adverse patient effects were reported.